Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4) displayed tcmid:06 (ce post failure) error message was confirmed during the event log review and functional testing. The root cause for the reported complaint was due to defective cooling engine, as a result of normal wear and tear of the console. The thermogard console was manufactured in june 2012 and is more than 8 years old, well beyond its expected serviceable life of 5 years. The event log review showed the occurrence of multiple tcmid:06 errors around the reported complaint date, thus confirming the customer complaint. The defective cooling engine needs to be replaced to address the error. In addition, the event log file shows the presence of mid:18 (bad crc found during post) error due to the depleted battery as a result of normal wear and tear of the console, unrelated to the reported complaint. The battery needs to be replaced to address the error. As part of routine service during testing, the console was examined and the cold well and cap gaskets were noted discolored and white rollers and the lid bumpers were worn out, the top lid was loose and the pan drip was missing, unrelated to the reported complaint. The thermogard console is a reusable device, therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. The damaged parts need to be replaced to address the observed issues. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
At an unspecified time during ivtm therapy, the thermogard console (sn (B)(4) displayed tcmid:06 (ce post failure) error message. The console was replaced with another thermogard console to continue with the ivtm therapy. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.